Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not functioning as expected. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.